Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side ¿implant exchange¿. Healthcare professional later reported capsular contractures baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side ¿implant exchange¿. Healthcare professional later reported capsular contractures baker grade iii/IV. Device has been explanted.